Event description:
Opti-mind adverse event reports on (B)(6) 2011 since about one week, patient felt a malaise on a few occasions, the latest being on (B)(6) 2011 which was describe as a black out without loss of consciousness with vagal like symptoms. Was kept less than 24 hours in emergency ward, with pacemaker interrogation showing intermittent loss of atrial capture. Atrial output was increased to 3v at 1.0 ms prior to discharge. Event resolved. Unfortunately, no print out from the interrogation is available. Capture values are said to be stable ( no values given though) but intermittent loss of atrial capture at the programmed atrial ouput of 2.5v at 0.5ms. P wave=0.8mv, r wave =10 mv atril resistance= 320, ventricular impedance= 460. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).